Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location- peritoneal cavity") in a 43-year-old female patient who had essure (batch no. 968707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included emotional problems (also very emotional and tearful) since (B)(6) 2013, fallopian tube cyst, endometriosis and depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 3 years 5 months after insertion of essure, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent removal of the essure device by salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and dyspareunia was resolving and the cystitis, vaginal infection, female sexual dysfunction, vaginal haemorrhage, menorrhagia and urinary tract infection outcome was unknown. The reporter considered cystitis, device dislocation, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal procedure - operative laparoscopy with bilateral salpingectomy, hysteroscopy and removal of bilateral essure devices. Diagnostic results: (B)(6) 2016: migration was confirmed by the physician. Essure confirmation test was performed. (B)(6) 2016: right and left fallopian tubes, and right and left essure devices, removal: cross sections of right and left fallopian tubes, with complete lumens bilaterally, and with para tubal cysts. Right tube and essure" is a fimbriated fallopian tube, 5.5 cm in length and up to 0.9 cm in diameter. Included in the container is an intact 3 x 0.2 cm coiled metallic essure device. Left fallopian tube" is an intact fimbriated fallopian tube, 7.5 cm in length and up to .9 em in diameter. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not "applicable". No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events were added per pfs: infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), abnormal bleeding (vaginal, menorrhagia) were added. Patient demographics added. On 27-feb-2018: medical record received- patient's concomitant conditions updated and lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location- peritoneal cavity") in a 43-year-old female patient who had essure (batch no. 968707-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's concurrent conditions included emotional problems (also very emotional and tearful) since (B)(6) 2013, fallopian tube cyst, endometriosis and depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 3 years 5 months after insertion of essure, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent removal of the essure device by salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and dyspareunia was resolving and the cystitis, vaginal infection, female sexual dysfunction, vaginal haemorrhage, menorrhagia, urinary tract infection and dysmenorrhoea outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal procedure - operative laparoscopy with bilateral salpingectomy, hysteroscopy and removal of bilateral essure devices. No essure confirmation test done. Events: pelvic pain, abdominal bleeding, dyspareunia and cramping improved shortly after essure removal. Diagnostic results: (B)(6) 2016: migration was confirmed by the physician. Essure confirmation test was performed. (B)(6) 2016- right and left fallopian tubes, and right and left essure devices, removal: cross sections of right and left fallopian tubes, with complete lumens bilaterally, and with para tubal cysts, right tube and essure" is a fimbriated fallopian tube, 5.5 cm in length and up to 0.9 cm in diameter. Included in the container is an intact 3 x 0.2 cm coiled metallic essure device. Left fallopian tube" is an intact fimbriated fallopian tube, 7.5 cm in length and up to .9 em in diameter . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location- peritoneal cavity") in a 43-year-old female patient who had essure (batch no. 968707-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". Medical conditions: (B)(6)2016: migration was confirmed by the physician. Essure confirmation test was performed (B)(6)2016- right and left fallopian tubes, and right and left essure devices, removal: cross sections of right and left fallopian tubes, with complete lumens bilaterally, and with para tubal cysts. Right tube and essure" is a fimbriated fallopian tube, 5.5 cm in length and up to 0.9 cm in diameter. Included in the container is an intact 3 x 0.2 cm coiled metallic essure device. Left fallopian tube" is an intact fimbriated fallopian tube, 7.5 cm in length and up to .9 em in diameter. Concurrent conditions included emotional problems (also very emotional and tearful) since (B)(6)2013, fallopian tube cyst, endometriosis and depression. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In may 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 3 years 5 months after insertion of essure. In may 2013, the patient experienced dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6)2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") and urinary tract infection ("urinary tract infection"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent removal of the essure device by salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, vaginal haemorrhage and menorrhagia was resolving, the dyspareunia and dysmenorrhoea had resolved and the cystitis, vaginal infection, female sexual dysfunction, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure removal procedure - operative laparoscopy with bilateral salpingectomy, hysteroscopy and removal of bilateral essure devices. No essure confirmation test done. Events: pelvic pain, abdominal bleeding, dyspareunia and cramping improved shortly after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event outcome was updated for the event: abnormal bleeding (vaginal; menorrhagia), dyspareunia, cramping. Concomitant drugs were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location- peritoneal cavity") in a 43-year-old female patient who had essure (batch no. 968707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's concurrent conditions included emotional problems (also very emotional and tearful) since (B)(6) 2013, fallopian tube cyst, endometriosis and depression. On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 3 years 5 months after insertion of essure, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent removal of the essure device by salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and dyspareunia was resolving and the cystitis, vaginal infection, female sexual dysfunction, vaginal haemorrhage, menorrhagia, urinary tract infection and dysmenorrhoea outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal procedure - operative laparoscopy with bilateral salpingectomy, hysteroscopy and removal of bilateral essure devices. No essure confirmation test done. Events: pelvic pain, abdominal bleeding, dyspareunia and cramping improved shortly after essure removal. Diagnostic results: (B)(6) 2016: migration was confirmed by the physician. Essure confirmation test was performed (B)(6) 2016- right and left fallopian tubes, and right and left essure devices, removal: cross sections of right and left fallopian tubes, with complete lumens bilaterally, and with para tubal cysts. Right tube and essure" is a fimbriated fallopian tube, 5.5 cm in length and up to 0.9 cm in diameter. Included in the container is an intact 3 x 0.2 cm coiled metallic essure device. Left fallopian tube" is an intact fimbriated fallopian tube, 7.5 cm in length and up to .9 em in diameter most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event dysmenorrhea added. Patient details updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location- peritoneal cavity') in a 43-year-old female patient who had essure (batch no. 968707-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". Medical conditions: (B)(6) 2016: migration was confirmed by the physician. Essure confirmation test was performed (B)(6) 2016- right and left fallopian tubes, and right and left essure devices, removal: cross sections of right and left fallopian tubes, with complete lumens bilaterally, and with para tubal cysts. Right tube and essure" is a fimbriated fallopian tube, 5.5 cm in length and up to 0.9 cm in diameter. Included in the container is an intact 3 x 0.2 cm coiled metallic essure device. Left fallopian tube" is an intact fimbriated fallopian tube, 7.5 cm in length and up to .9 em in diameter. Concurrent conditions included emotional problems (also very emotional and tearful) since (B)(6) 2013, fallopian tube cyst, endometriosis and depression. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 3 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (underwent removal of the essure device by salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the cystitis, vaginal infection, female sexual dysfunction, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal procedure - operative laparoscopy with bilateral salpingectomy, hysteroscopy and removal of bilateral essure devices. No essure confirmation test done. Events: pelvic pain, abdominal bleeding, dyspareunia and cramping improved shortly after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device, location- peritoneal cavity") in a 43-year-old female patient who had essure (batch no. 968707-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". The patient's concurrent conditions included emotional problems (also very emotional and tearful) since (B)(6) 2013, fallopian tube cyst, endometriosis and depression. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 3 years 5 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (underwent removal of the essure device by salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and dyspareunia was resolving and the cystitis, vaginal infection, female sexual dysfunction, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal procedure - operative laparoscopy with bilateral salpingectomy, hysteroscopy and removal of bilateral essure devices. No essure confirmation test done. Events: pelvic pain, abdominal bleeding, dyspareunia and cramping improved shortly after essure removal. Diagnostic results: (B)(6) 2016: migration was confirmed by the physician. Essure confirmation test was performed (B)(6) 2016- right and left fallopian tubes, and right and left essure devices, removal: cross sections of right and left fallopian tubes, with complete lumens bilaterally, and with para tubal cysts. Right tube and essure" is a fimbriated fallopian tube, 5.5 cm in length and up to 0.9 cm in diameter. Included in the container is an intact 3 x 0.2 cm coiled metallic essure device. Left fallopian tube" is an intact fimbriated fallopian tube, 7.5 cm in length and up to .9 em in diameter quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received. Following events were added: psychological or psychiatric problems condition: depression and mental anguish. Event term updated: dyspareunia (painful sexual intercourse). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not app1icle. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of the device. This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years and 6 months after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, neither the exact time point of dislocation nor coils exact location was reported. However, despite this lack of information, and given its nature, the event migration of the device was considered as related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device, location- peritoneal cavity') in a 43-year-old female patient who had essure (batch no. 968707-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test conducted". Medical conditions: (B)(6) 2016: migration was confirmed by the physician. Essure confirmation test was performed (B)(6) 2016- right and left fallopian tubes, and right and left essure devices, removal: cross sections of right and left fallopian tubes, with complete lumens bilaterally, and with para tubal cysts. Right tube and essure" is a fimbriated fallopian tube, 5.5 cm in length and up to 0.9 cm in diameter. Included in the container is an intact 3 x 0.2 cm coiled metallic essure device. Left fallopian tube" is an intact fimbriated fallopian tube, 7.5 cm in length and up to .9 em in diameter. Concurrent conditions included emotional problems (also very emotional and tearful) since (B)(6) 2013, fallopian tube cyst, endometriosis and depression. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 3 years 5 months after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal),"), vaginal infection ("infection (bladder/urinary tract/vaginal),") and urinary tract infection ("urinary tract infection"). On(B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (underwent removal of the essure device by salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the cystitis, vaginal infection, female sexual dysfunction, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure removal procedure - operative laparoscopy with bilateral salpingectomy, hysteroscopy and removal of bilateral essure devices. No essure confirmation test done. Events: pelvic pain, abdominal bleeding, dyspareunia and cramping improved shortly after essure removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Event added from pfs- bladder problems, urinary tract disorder. Events outcomes were updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent removal of the essure device). Essure was withdrawn. At the time of the report, the device dislocation and dyspareunia outcome was unknown. The reporter considered device dislocation and dyspareunia to be related to essure. Diagnostic results: on (B)(6) 2016: migration was confirmed by the physician. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of the device. This event is anticipated in the reference safety information for essure. Coils were removed approximately 3 years and 6 months after insertion. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus and out of the body; or a device dislocation within the fallopian tube or into abdominal cavity. In this present case, neither the exact time point of dislocation nor coils exact location was reported. However, despite this lack of information, and given its nature, the event migration of the device was considered as related to essure. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent removal of the essure device by salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and dyspareunia outcome was unknown. The reporter considered device dislocation and dyspareunia to be related to essure. Diagnostic results: on (B)(6) 2016: migration was confirmed by the physician. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 09-aug-2017: case: (B)(4); was identified as a duplicate and all information was added to this case as a follow-up. Essure device was removed by salpingectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.